Event description:
As reported by the user facility: reports catheter sheared and stayed in patient's hand, needing to be removed surgically with small incision and stitches to close. Customer will not relinquish sample, but sales rep did see sample 1/4 to 1/8 inch of catheter remains attached to hub. Customer was unable to detail exactly how long catheter dwelled in patient but issue occurred upon removal of IV catheter from the back of the patient's hand. Patient has alerted the facility he has pain, decreased ability to move hand and inability to make fist with hand. Lot numbers on hand received from hospital via e-mail on (B)(6) 2013: 2k01258370 - mfg. Date 10/2012, exp. Date 10/01/2017; 2l29258318 - mfg date: 11/2012, exp. Date 11/01/2017; 2k16258318 - mfg date: 10/2012, exp. Date 10/01/2017; 2k16258315 - mfg date: 10/2012, exp. Date 10/01/2017; 2m02258316 - mfg date: 12/2012, exp. Date 12/01/2017. Reference MFR # 9610825-2013-00109.